Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the DHR pack appendix 2 was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: jan. 2014. No non-conformance reports were raised during the manufacturing process for this monitor. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Service history: a review of the service report verified the failure was due to a defective power board. No further review required. Rate of occurrence: during the time period ¿jun 2014 to jun 2015¿, the global product usage for cam02 monitors was calculated as (B)(4) usages, using the total quantity of cam02 monitor catheter sales sold per cam02 monitor customer to calculate the quantity of usages. The quantity of complaints over the review period with the key word identified in the complaint review (B)(4) can therefore be calculated as (B)(4)%. Conclusion: the root cause was identified as a defective component u6 on the cam02 monitor power board.

Event description:
It was reported that the device was to be repaired. There was no pt involved. No other info was provided. Upon preliminary eval of the device by integra, the device failure was due to a defective power board.